Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during implant a kink was observed in the lead near the connector. After a visual evaluation it was decided to continue to use the lead. No patient complications have been reported as a result of this event.